Event description:
The customer reported that the patient in ch408 experienced a vfib event on (B)(6) 2014 at 5:40 am but no alarm occurred at the bedside (or the central which receives alarm information from the bedside). The patient expired.

Manufacturer narrative:
(B)(4). The customer contacted the solutions center for assistance. No on site support was requested. The actual device was not tested on site by philips. The customer requested evaluation of the log files which were submitted for review. No device was returned to the factory as the customer did not request device evaluation. The logs showed that at 5:40:16 a ***fib/tachy vent alarm was provided. The logs indicate that the red alarm sound recurred at 5:43:44 am and at 5:46:55 am which is consistent with an alarm reminder occurring. At 5:47:02 the alarms were suspended. The alarms remained suspended for 3 minutes after which the alarms activated again and a ***fib/tachy vent alarm was provided again at 5:50:08. This alarm was silenced at the central. The customer has been provided with information regarding the log findings. It is not known if the device has been returned to use. The customer reported that a patient experienced a vfib event on (B)(6) 2014 at 5:40am but indicated that alarms were not heard by staff at the bedside or central (which receives alarm information from the bedside device). The patient expired. The information is not consistent with a device malfunction. The issue is consistent with a use issue whereby alarms were provided and were either silenced or suspended by staff.